Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2011-01697. It was reported that during a coronary stenting treatment procedure, the patient experienced chest pain, st elevation and vessel dissection. In (B)(6) 2011, the patient was hospitalized with unstable angina with electrocardiogram changes and elevated troponins. The lad was treated with a 3.0x23mm promus stent. Angiography of the right coronary artery (rca) revealed 80% proximal in stent restenosis, 50% mid in stent restenosis, and 90-95% distal in stent restenosis of previously placed non-bsc drug eluting stents. Extensive calcification was noted. A jr4 guide catheter was advanced and engaged the rca. A choice extra support guide wire was then advanced, but it would not cross beyond the severely diseased distal segment. A 3.0x12mm balloon was used to try and "buttress" the wire but the balloon would not pass beyond the proximal portion of the rca and caused the guide catheter to become unengaged. The guide catheter was than exchanged to a 7f 3d right guide catheter with side holes. The choice extra support wire was then able to be advanced using the 3.0x12mm balloon for support and the distal lesion was predilated. A 3.0x15mm stent delivery system was advanced but it was unable to cross "due to "non-reflow limiting disease" that was "very eccentric". The mid right coronary artery (rca) was treated with balloon dilation using a 3.0x15mm nc quantum apex balloon at 12 atm for 5 seconds and 12 atm for 18 seconds. At this point, there was dissection in the distal rca extending beyond the lesion. The physician implanted a 3.0x15mm promus stent in the distal rca. A 3.0x28mm and 3.5x28mm promus stent was implanted in the mid rca. The promus stents overlapped. A 3.5x12mm promus stent was placed in the proximal rca. During and after implantation of the mid and proximal rca stents, there was "sluggish" flow in the distal vascular beds and the patient was treated for bradycardia with a unknown pacemaker. The patient also experienced chest pain and st elevation in the inferior leads. A non-bsc extraction catheter was brought distal to the most distal stent and an injection was done distal to all stents. There was filling of the right posterior descending artery and right posterolateral(rpl), indicating "this was not mechanical problem, but representing no reflow. This was vascular plugging of all the distal segments from no reflow from the extensive athero-embolization from stenting of the mid and proximal rca." Integrelin and adenosine were administered and flow did not improve. The patient was manifesting hypotension and an intraaortic balloon pump was placed. At this point, the physician was going to attempt an additional balloon inflation to the distal most stent. However wire dissection occurred with the choice pt extra support guide wire in the rpl distribution was noted. There was no significant flow in the right posterior descending or right posterolateral distribution due to no reflow. The patient was having chest pain with st elevation inferiorly but was hemodynamically stable with balloon pump support. The procedure was terminated and analgesic therapy was provided to ease the patient's chest pain. The patient was discharged 6 days later and the event was resolved with residual effects.